Manufacturer narrative:
Exact date unknown, event occurred between (B)(6) 2021.

Event description:
It was reported that the patient was not getting any stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the lead was placed back in the epidural space and remain implanted. The patient was doing well post-operatively.